Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ insulin syringe had incorrect scale labeling. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: two investigations were carried out. First investigation summary: customer returned (15) 1cc, 12.7mm, 29g u40 insulin syringes in an open poly bag from lot # 7044547. Customer states that the scale is incorrect. All returned syringes were examined and 14 out of 15 samples exhibited a deformed stopper in the barrel. No visual defects were observed on the scale markings for any of the samples. The samples that exhibited a deformed stopper could not be tested with the plug gauge for scale marking placement on the barrel. Samples were forwarded to manufacturing (holdrege) on (B)(6) 2018 for further review. (B)(4) second investigation summary: on (B)(6) 2018, holdrege received fifteen (15) 1ml, 12.7mm, 29g u-40 syringes in opened polybag from batch# 7044547. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. All samples were tested via plug gauge with no out of specification results noted at that time. As per manufacturing, a review of the device history record was completed for batch# 7044547. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications 200680598, 200685462 noted for missing print. There was one (1) notification 200684749 noted for smeared print. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7044547. Bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA (B)(4) has been opened to address this issue.